Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe 1ml ls 26x1/2in india hub was bent during use, resulting in pain while withdrawing blood. This occurred on 19 separate occasions, but the dates and/or patient information are unknown. The following information was provided by the initial reporter: "hub of the syringe is not straight meaning does not have 90% angle. Resulting in pain while withdrawing blood."

Manufacturer narrative:
H.6. Investigation: four photos and fourteen samples were received by our quality team for evaluation. Upon visual inspection, there was no angularity issue observed between syringe tip and assembled hub; therefore, the incident could not be verified. A device history record review found no non-conformances associated with this issue during production of this batch. Based on the returned samples evaluation, no non-conformance was observed. Hence root cause could not be determined on the reported non-conformance. H3 other text : see h.10.

Event description:
It was reported that the syringe 1ml ls 26x1/2in india hub was bent during use, resulting in pain while withdrawing blood. This occurred on 19 separate occasions, but the dates and/or patient information are unknown. The following information was provided by the initial reporter: "hub of the syringe is not straight meaning does not have 90% angle. Resulting in pain while withdrawing blood."